Event description:
Customer reports lancet is sticking out of the top of the lancet device with the cap on while using the softclix lancet device. Customer states device was fired and then lancet was sticking out of the top. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.